Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The soda lime canister water trap gasket was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak during a case. The patient was manually ventilated unit the unit was swapped out. There was no report of patient injury.